Event description:
Patient vt arrested. Zoll ECG pads placed on patient. Female patient, good contact. Pads read "poor pad contact." Unable to deliver shock. Replaced with new set and shocks delivers. Delay in immediate shock. Upon evaluation back, pad 1 had poor wire integrity. Sent to bio engineering and wire was broke. Upon testing bio engineering found another set of ECG pads with same error. Outside packaging not available on set used on patient. Information available on tested set. Lot 3922a ref 8900-0224-01.